Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement. The device was recently implanted. The patient will be checked on monday with defibrillation threshold (dft) testing. Additional information was received that the patient was brought in for anti-tachycardia pacing (atp) testing. The patient also underwent defibrillation threshold (dft) testing and the impedances where within normal limits. There were no change made and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.